Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number - (B)(6).

Event description:
The device arrived at the bench to have preventive maintenance performed and a damaged power cord was observed. There was no patient involvement at the time the issue was discovered. There was no patient or user harm. This event was reported to have occurred during preventive maintenance. The bench technician observed the damaged power cable. Pvt was performed and the electrical test was attempted; the device failed the grounding resistance tests due to high power cable resistance. It was determined that a new power cord was needed.

Manufacturer narrative:
The power cord was returned for failure analysis. Visual inspection observed no obvious wear, damage, or cuts along main conductor insulation. The ac power cord failed esa resistance test. The reported failure was verified. The root cause was determined to be wear out; high pin-pin resistances were noted.

Manufacturer narrative:
Following the evaluation of the device, the bench technician replaced the power cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.